Event description:
There was no device malfunction noted, and removal was not due to the failure of the device. The index procedure was a two-level case at l3-l5 on (B)(6) 2025. During the index procedure, the placement of l4/l5 the cage was misplaced and required removal. On (B)(6) 2025, an update was provided that the patient underwent removal of the implant at l3/l4. The case was completed successfully, and patient is recovering as expected, with no clinical sequelae noted.